Event description:
When trying to remove the tape, the catheter broke.

Manufacturer narrative:
The sample was received on 05/18/2009 and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B)(4).